Event description:
It was reported that the patient presented for implant of the implantable cardioverter defibrillator (ICD). During the procedure the lead was connected to the right ventricular (rv) port, and the defibrillation impedance measurement exceeded the upper limit. The lead was cleaned, and the device header was irrigated and reconnected. However, the issue persisted. The device was not implanted, and a replacement was used to successfully complete the procedure. The patient was stable.

Manufacturer narrative:
Reported complaint of high defib impedance was not confirmed. The device voltage was at normal range of operation upon receipt. Analysis of device image was performed, and no anomalies were noted. Further analysis of the device¿s electrical features was performed and found to be normal. Longevity assessment was performed, and device was found to have normal battery depletion based on usage. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.